Manufacturer narrative:
The customer¿s report that the spin luer lock disconnected from the tubing was confirmed. Visual inspection observed that the male luer¿s spin collar was separated from the male luer. No damages or tool marks were observed on the male luer or spin collar. The set was taped and coiled and clear liquid was observed in the tubing throughout the set. Functional testing showed no anomalies. The root cause of the customer¿s report was identified as a supplier issue that was incorrectly assembled at the male luer and spin collar.

Event description:
It was reported that while priming the tubing with normal saline, the spin luer lock disconnected from the tubing. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while priming the tubing with normal saline, the spin luer lock disconnected from the tubing.